Event description:
The customer reported to olympus the subject device was torn and was unable to inflate. The reported issue occurred during preparation of use for an eco-bronchoscopy procedure. The procedure was subsequently completed with a similar device with a mentioned delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in may 2022 based on the three-digit lot number. The specific date could not be determined with that information. At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The balloon was torn. No additional findings were reported. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the balloon was damaged when being attached to scope or damaged by other objects. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. ·the balloon can tear easily, beware of sharp objects.". Olympus will continue to monitor field performance for this device.